Manufacturer narrative:
The insulin pump was received unable to do all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, history check failed alarms, external ram error alarm and unexpected restart alarms and excessive no delivery test due to unresponsive buttons and unlocked lcd keypad connector. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received history check failed alarms, external ram error alarm and unexpected restart alarms. The customer reported that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarms. The customer stated that the insulin pump was stored and was in use for an extended period of time. The customer stated that the alarm did not occur after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.